Event description:
--

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that an invasive procedure was performed. The device and leads were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise. The noise was oversensed resulting in pacing inhibition for up to three seconds. The patient was pacemaker dependent and experienced near syncope. Additionally, the rv lead exhibited spikes in pacing impedance measurements up to 2,000 ohms. Noise was able to be reproduced with patient isometrics, however, not with pocket manipulations. Boston scientific technical services (ts) discussed potential causes and additional troubleshooting options. The device was programmed doo and further troubleshooting was planned for a date in the future. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.